Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor display a "v02 not indexed to bsa" error message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to pt as a result of this event.